Manufacturer narrative:
The reported event was patient deceased. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Correction: the report subtype should have been "death report" rather than "30 day."

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient died on (B)(6) 2025 due to pulseless electrical activity, decompensated heart failure (hf), subdural hematomas, and chronic systolic hf. It is unknown if the death was device or procedure related. No further information was provided.